Event description:
Related manufacture reference number: (B)(4). It was reported that the patient's atrial lead exhibited under-sensing and right ventricular lead exhibited high capture threshold. No interventions was performed. The patient's condition was unknown.